Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level around 550 mg/dl; cause was not known. Reportedly, the customer passed out and fell, bruising their chest. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.